Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. D4: batch # t9598f. The device was received the upper jaw bent. The device was connected to the gen 11 and it was recognized. However, due to condition of the device no functional testing could be performer. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Batch #: u9335v. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: the surgeon cut the tissue along the jaw by an electrical cautery. There was no bleeding and tissue damage because the tissue was sealed by the device. The patient is stable.

Event description:
It was reported that during a robot-assisted procedure on the malignant tumor of the prostate gland, the jaws became not to open during use. The device was released by cutting the tissue around the device by the electric knife. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.